Event description:
The facility representative reported a broken door found during bio-med testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: a baxter service technician evaluated the device and found broken door assembly #2. The reported condition of broken door was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.